Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. The cause of the hole in the cuff was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. The cuff passed the visual inspection. No damage or abnormalities were found. No leaks were found in the cuff. The pump was visually inspected and tested for leaks. Visual inspection revealed that the pump had contamination (bodily fluid) in the block chamber. No leaks were found in the pump. To avoid damaging the test equipment, the contaminated pump was not functionally tested. The balloon was visually inspected, leak and functionally tested. Visual inspection revealed that the balloon had contamination in the shell. No leaks were found in the balloon. The balloon did not pass the functional test. Based on the information available and analysis results, the allegation of hole/perforated and mechanical issue are unable to be confirmed. However, the balloon not passing the functional test could affect the product performance. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. The cause of the hole in the cuff was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.